Manufacturer narrative:
Updating type of reported complaint to from serious injury to product problem.

Event description:
The user is questioning the artifact seen during the analyzation of the patient's rhythm. The patient survived.